Event description:
It was reported that faradrive steerable sheath clear was selected for use ablation. When farawave catheter was inserted into the sheath, air was noted during aspiration. The air was observed at the flushing port of the sheath. Thus, the sheath was replaced with another sheath and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was discarded. It was confirmed a farawave catheter and starter wire were inside the sheath when the air was noted. No leak nor any air was noted in the patient. A pump method was used for the irrigation with a flow rate of 20 ml/h.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.